Event description:
It was reported that this inflatable penile prosthesis (ipp) had a fracture. Troubleshooting measures were performed by the physician but were not successful. A future device replacement procedure is scheduled. No additional information was reported.